Event description:
A surgeon reports observing fibrils or scratch marks on the implanted intraocular lens. These observations have not affected the pt's outcome. The source of the fibrils or scratch is not known. The surgeon feels the problem may be associated with the delivery system cartridge. The lens remains implanted.